Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products:3058 interstim urinary mgu ipg and 3889-28 interstim urinary mgu lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was experiencing many non-sustained ventricular events and a remote transmission revealed diminished r wave sensing for the right ventricular (rv) lead. The patient was reported to be asymptomatic at the time. Lead revision was planned and regular monitoring was continued. The lead was eventually explanted. Communication attempts with the clinic for additional information were made but were unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Analysis indicated that the distal lv (low voltage) electrode of the lead was covered in blood. Analysis also indicated that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Analysis indicated that the helix of the lead was extrinsically bent, the helix of the lead was extrinsically compressed and the helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The analyst indicated that the lead was returned with the helix retracted. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the right ventricular (rv) lead was replaced.